Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported that the health care provider (hcp) was seeing some cognitive changes in the patient following the "restart of the patient's heart" on (B)(6) 2016. It was stated that there was a recent medical test or emi environmental exposure related to the event, but it was stated that the device was working as intended and the patient was receiving effective therapy; it is unknown how or if the emi exposure from restarting the patient's heart affected the device. Normal impedances were also confirmed. The hcp also inquired if brain tissue lesioning could occur due to a "reset of the heard" or external defibrillation.

Event description:
Additional information received from the manufacturer representative (rep) on 2016-08-01 reported that the patient is having a cognitive decline following the "reset" of the patient's heart. The device was checked and no impedance issues were found and the patient indicated they feel they are getting therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.